Event description:
During the procedure, the doctor went to deploy the stent and while deploying the stent was crimping on itself. The stent was deployed and stayed in the body. The pt had a fem-pop by-pass.

Manufacturer narrative:
There were no ziv6-35-125-6-60 devices of lot number c730422 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval, therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. The complaint info provided indicated that the pt required a fem-pop by-pass as a result of this occurrence. A possible cause of this complaint could be the imaging used, in some instances tortuosity can hide the true length of a lesion. It may look flat in 2d but in a 3d cross section it is longer. Prior to distribution, all ziv6-35-125-6-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for ziv6-35-125-6-60 of lot number c730422 revealed no discrepancies related to this complaint issue. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.